Manufacturer narrative:
There was no adverse reaction or injury experienced during the donation procedure, the donor was reported to be within normal screening parameters. A haemonetics field service engineer evaluated the suspected device and found that the unit meets all specifications, there were no faults observed.

Event description:
On april 23 2020 haemonetics was notified of a donor fatality which had occurred within 24 hours of the donor's last plasma donation procedure, utilizing the nexsys pcs system. The plasma collection procedure was completed successfully. The nexsys pcs system collected 799 ml of pure plasma and 500ml of saline administered per the routine procedure. The cause of death was reported to be a motor vehicle accident; however, a copy of the coroner's report was not available at this time.